Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was foreign matter between the syringe and the plunger. To aid in the investigation, one sample in an opened packaging blister and one photo was received for evaluation by our quality team. A visual inspection was performed and there is a string-like plastic flash of burnt plastic adhered to the plunger rod. It is not loose and located at the bottom of the plunger rod, right above the rubber stopper. The photo provided shows the sample received. No other defects or imperfections were observed. This defect could occur during the molding process. Degraded resin inherently builds up in the system of the tooling mold and press. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 302830, lot 2210055. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received there is a foreign material between the syringe and the plunger.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
There is a foreign material between the syringe and the plunger.